Event description:
Olympus brand colonoscopes, model cfq 160al, were not adequately sterilized as they did not bear adequate directions for sterilization. The model cfq160al, has a new irrigation port which the older models did not have, and apparently olympus did not provide its customers with adequate labeling, nor the proper sterilization connector, to facilitate the proper care and cleaning of this port. This resulted in the user facility not realizing it was supposed to clean this port. Subsequently, the hosp confirmed its user error situation, then notified over 700 pts, including the consumer, that they may have contacted an infectious disease. The hosp has determined 3 pts have infectious disease. The hosp has determined 3 pts have infectious diseases which are possibly related to use of the colonoscopes. The consumer is concerned that this problem extends to other hospitals (it does) and states (unk), and that they may have contracted an infectious disease, other than the limited number of diseases for which the hosp is testing pts.